Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified delamination (>75% total separation) and crease smooth opening. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as fold flaw opening and a delamination of the valve (cohesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.